Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope screen blacked out during angles due to defective charged coupled device unit. The issue occurred after an unspecified procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over three years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause was attributed to a cut on charged coupled device cable, the image disappears during angulation in up/down direction. Olympus will continue to monitor field performance for this device.